Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a device not detected on bus error message appeared for the drawer 2.1 cubie. The customer had rebooted the adc, after which a failed storage space message appeared. The customer selected the recover storage space option, but all pockets in the drawer showed the error. They attempted to recover pkt a1, but the cubie would not open. After closing the drawer, it did not allow them to fully close it. The customer then signed out and rebooted the machine again, and after the second reboot, the system was functioning normally with no further error messages. This issue had occurred three times on multiple occasions. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device half height cubie drawer failed and required maintenance. A field service engineer (fse) attended the site and could not replicate the reported fault. The customer stated that half-height drawer 2.1 had shown a device not detected on bus error for all pockets, and a reboot had cleared the issue. The fse removed all compartments from drawer 2.1, cleared debris, removed and cleaned the row boards, and reinstalled all components. A visual inspection of the module control board, drawer controller board, row board cable, and retractor band assembly found no issues. The customer attempted to reproduce the fault but was unable to do so. The customer was advised to monitor for recurrence. A full system check and electrical safety testing were completed, and the device was returned to service. The system functioned as intended after the customer resolve the issue.